Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'very low battery error' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, a 'battery alert' was observed. The cause was identified to be the failed battery cell which requires replacement to address the issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum v9 wireless battery had a very low battery error on multiple pumps and power supplies during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.